Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the bd luer-lok¿ syringe was cracked. The following was received by the initital reporter: 3ml syringes discovered to be cracked upon manipulating for IV sterile compounds.cracked syringes were not used to complete sterile compounds.

Manufacturer narrative:
E.4. FDA notified: the initial reporter also notified the FDA via medwatch# [mw5120696]. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe was cracked. The following was received by the initial reporter: 3ml syringes discovered to be cracked upon manipulating for IV sterile compounds. Cracked syringes were not used to complete sterile compounds.